Manufacturer narrative:
This complaint was reported to a conmed sales representative during a routine hospital site visit on (B)(6) 2015, as occurring a few months prior. The used vcare device was discarded after the original surgery on (B)(6) 2015. Without the involved device an evaluation could not be performed, the reported "device separation"; therefore, cannot be confirmed and the specific failure mode as well as associated root cause cannot be conclusively determined. However, evaluation of similar complaints revealed that the most likely cause of this reported problem is user error for not releasing the "locking mechanism" of the device prior to the removal, and/or application of force during manipulation of the device which exceeded the pull off strength of the cervical cup. A review of the device history record could not be performed, as the device lot number was not provided. A two year review of product history for this device family showed a total of thirty (30) similar reports of vcare component separation inside the patient. During this same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. It should be noted, of the thirty (30) reports of component detachments, there has been only one (1) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. In this instance, it has been reported that a surgical technician removed the vcare device at the end of surgery. It was also reported that it is unknown if the surgical technician released the locking mechanism of the device, or, if the surgical technician retracted the blue vaginal cup of the device prior to the device removal. However, it was reported that the device was not inspected for completeness of the device upon removal as instructed in the IFU (information for use). Based on this received information, it is believed that the reported incident is user related due to end-user abstaining from visually checking the device for completeness upon removal and assuring that the five components of the device were retrieved from the patient. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: intrauterine balloon; cervical cup; vaginal cup, locking assembly, and thumbscrew) have all been retrieved from the patient. Not returned to conmed corporation.

Event description:
The end-user facility reported that a medium sized, vcare vaginal-cervical retractor-elevator was utilized on (B)(6) 2015 in a supracervical hysterectomy. Reportedly, the procedure was completed as planned with no complications or abnormalities noted. The used vcare device was disposed off after the original surgery. On (B)(6) 2015, the cervical cup of the vcare device was discovered in the patient's vaginal canal by the surgeon during a normal two week post-op examination. The retained device component did not cause any injury or complications for the patient. The patient's present condition is reported as fine and no long term adverse effects have occurred as a result of the device component being retained for eleven days.